Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 517 mg/dl while using a non-tandem infusion set. The high bg was caused by the infusion set site coming out of the customer's body. Due to this event, the customer was admitted to the emergency room (ER) with bg level remaining at 517 mg/dl. The infusion set brand and manufacturer were not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.